Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6)product type lead product ID 977a260 lot# serial# (B)(6) product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported the devices were populated in device registration as of (B)(6) 2026. Rep said there were no device issues and patient (pt) just had lack of pain relief. Pt first started experiencing this (B)(6)2025. Pt was getting stimulation in the wrong areas. Rep said the leads were revised with new leads on (B)(6) 2025. The device was not returned. The physician confirmed this information.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported the devices were populated in device registration as of (B)(6) 2026. Rep said there were no device issues and patient (pt) just had lack of pain relief. Pt first started experiencing this (B)(6) 2025. Pt was getting stimulation in the wrong areas. Rep said the leads were revised with new leads on (B)(6) 2025. The device was not returned. The physician confirmed this information.

Manufacturer narrative:
Correction: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep states pt had lead revision today due to lack of pain relief from system, rep did not know the exact event date timeframe.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.